Event description:
The account alleged the patient exited the bed and fell and the bed exit did not alarm. The patient sustained a minor injury.

Manufacturer narrative:
The technician investigated the alleged incident and the account stated that the bed exit alarm was turned on, but the patient was found on the floor, face down at the foot of the bed and the bed exit was not alarming. The account stated that the patient sustained bruising. No other injury reported. The technician found the bed exit would function intermittently and he was able to exit the bed before the positioning mode would alarm. The technician replaced the user control board, the scale load beams and calibrated the scale. The technician found that the scale reading would fluctuate as the bed was raised or lowered. The technician found the wire bundle was making contact with the hi/low drive and the sleep deck causing the scale to fluctuate. The technician moved the wire bundle that is located inside the plastic shroud away from the hi/low drive and the scale/patient position module to resolve the issue.